Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the system turned off 4 times during use. There was a delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
Additional information: system serial # provided and added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the serial number is unknown because the event occurred on a demo product. The number provided was not a serial number. If information is provided in the future, a supplemental report will be issued.